Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 65729ud00; however, a review of tracking and trending for the alinity I total ss-hcg assay (list number 07p51) did not identify an increase in complaint activity related to the complaint issue. Additionally, accuracy testing of a retained reagent kit of the complaint lot 65729ud00 was performed. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations with lot number 65729ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I total ss-hcg reagent, lot number 65729ud00.

Event description:
The customer observed a decreased alinity I total -hcg result for a patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result = 3.04 miu/ml, same patient, new sample obtained and ran on a different instrument. Result = 3000 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74, that has a similar product distributed in the us, list number 7p51-21/-31, with 510k/PMA/bla number k170317.

Event description:
The customer observed a decreased alinity I total -hcg result for a patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result = 3.04 miu/ml, same patient, new sample obtained and ran on a different instrument. Result = 3000 miu/ml . No impact to patient management was reported.